Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer successfully reset pump, malfunction did not recur, and technical support advised customer to continue using pump and to call back if any malfunction alarms occurred again, with customer acknowledging and understanding instructions.